Event description:
Pt implanted with matrix plif at l4-l5 on an unk date was discovered to have a non-union and adjacent level disease. Pt was returned to operating room on (B)(6) 2012, hardware was removed, pt revised to another matrix construct, levels l3-l4, l4-l5. During the removal two instruments broke, screwdriver, distractor, with all fragments being retrieved. The procedure was completed, pt is reportedly recovering well. This is 9 of 10 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.